Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The reported failure with alarm for high expiratory minute volume during ventilation was reproduced during simulated use test of the returned air gas module in a ventilator. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirms the reported event to february 25, therefore the date of event was determined as (B)(6) 2019.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for high expiratory minute volume. There was no patient involvement. (B)(4).